Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein two new leads were added, and the ipg was upgraded. The patient was doing well postoperatively.